Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer received a button error alarm. The customer's blood glucose level was 419 mg/dl. She was advised to disconnect from the insulin pump and revert to a backup plan. The product was returned. Nothing further to report.

Manufacturer narrative:
The pump was unable to prime during the prime test due to moisture damage on the force sensor. The pump was unable to perform the excessive no delivery or occlusion test due to the prime/fill anomaly. No button error alarms were noted. All buttons functioned properly. However, the pump had moisture on the keypad traces, a cracked belt clip slot, a cracked reservoir tube lip, minor scratches on the lcd window, a scratched reservoir tube window, and a missing end cap sticker.